Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fracture and was consequently removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the reported product identified fracture across the neck/threads and dried blood and bone was around the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the product experience report (per) were low (type iii) bone density and bad oral hygiene. The reported device was located on tooth # 14 and was used for 6 years 5 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fracture and was removed. The reported device was returned and the reported event is confirmed as a fracture was identified on the reported device during visual evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.